Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Vessel and aneurysm morphology was from the time of implant was not reported. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation. It was reported that at the time of implant the physician planned and converted the aneurx bifurcated stent graft to an aui configuration with a femoral to femoral bypass. The patient's follow-up history is unknown. The patient was asymptomatic, but at recent routine follow-up, the CT showed that the stent graft was folded over and was 6 cm below the renal arteries with a proximal type I endoleak. The aneurysm size and neck diameter at the time of migration were not reported. An intervention was performed with a talent converter successfully resolving the migration and type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: stent graft migration, endoleak, kink. Results/conclusions: disease progression; aortic neck dilatation. Conversion of a bifurcated stent graft to an aui device.